Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported: the double swivel connector breaks off from the double lumen tubes. Unable to confirm when issue was first identified at time of report. Patient condition unknown at time of report. Multiple attempts for further information to customer for clarification of the information provided has been unsuccessful.

Event description:
It was reported: the double swivel connector breaks off from the double lumen tubes. Unable to confirm when issue was first identified at time of report. Patient condition unknown at time of report. Multiple attempts for further information to customer for clarification of the information provided has been unsuccessful.

Manufacturer narrative:
Qn#(B)(4). The customer returned two tracheal swivel connectors from unit 5-16035 et tube, sher-I-bronch, ls , 35 fr for investigation. The tube was not returned. The returned connectors were visually examined with and without magnification. Visual examination revealed that one of the returned tracheal swivel connectors was on the 15mm connector side. The swivel valve is a component purchased from a supplier. A non-conformance has been opened at the manufacturing site to further investigate swivel connectors breaking at the 15mm connector side.